Event description:
Patient was revised to address poly wear of the tibial insert and loosening of the tibial tray and femoral component at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated polyethylene wear. The root cause of the polyethylene wear is attributed to third body debris introduced into the joint space. A search of the complaint database did not show any additional reports against the lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.